Event description:
The citadel plus bed inspection conducted by the arjo technician revealed the side rail malfunction. The side rail panel was detached from the side rail mechanism (all screws holding the panel to the metal plate were ripped off). No patient was involved at that time. No injury occurred.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel to the metal plate (part of side rail mechanism) were pulled out). The circumstances in which this issue occurred are unknown as this bed frame was returned from rental without indication from the customer about any malfunction. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There is also warning included: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached. No patient was involved when the issue was detected. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.